Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The bypass valve was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported higher than expected carbon dioxide readings. There was no reported patient injury.